Event description:
It was reported that approximated 5 months post implant of a bifurcated device, an infrarenal aortic extension, and two suprarenal aortic extensions, the patient had a follow up. The computed tomography scan revealed an endoleak with an overlap between the main bifurcated and aortic extension. Physician did an angiogram and no leak was displayed. However the physician chose to be proactive and reline the graft. The patient tolerated the procedure well.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of medical records and operative images. There were suboptimal medical documentation and imaging studies available for this review. Product use was congruent with the IFU. The cautionary condition of calcifications at the neck, might have contributed to the complication. There was evidence of intraoperative stent migration at index. Five months later, there was evidence of a vertical stent separation approximately 5cm from superior stent margin, which resulted in an endoleak iiia. These findings were radiographically evident. The secondary procedure was substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is most likely related to the patient's anatomy (severely calcified aortic neck).

Event description:
It was reported that approximated 5 months post implant of a bifurcated device, an infrarenal aortic extension, and two suprarenal aortic extensions, an endoleak was revealed during follow up. The computed tomography scan revealed an endoleak at the overlap between the main bifurcated and aortic extension. Physician did an angiogram and no leak was displayed. However, the physician chose to be proactive and relined the graft. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.